Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited loss of capture. During procedure the lead was noted to be dislodged. The lead was capped. The patient condition was stable throughout the procedure.